Event description:
The customer confirmed the procedure was therapeutic and the distal cover fell off in the patient's esophagus. The scope was removed from the patient and prior to performing the bedside cleaning the user noted that the distal tip cover was not on the scope. The user immediately notified the rest of the staff in the procedure room and the crna did a finger swab of the patient's mouth and did not find the maj-2315. The patient then started to wake up and coughed up the maj-2315 single use distal cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information provide through follow up from the customer. Correction to h4: the manufacturing date is unknown. The customer confirmed that no applying of anti-fog agent to the scope lens and boston scientific's endoglide+ sterile bacteriostatic lubricating gel was used on the distal end to lubricate the scope. The customer confirm that the cover was not damaged after attaching to the scope and the user did not pull or twist on the distal cover after attaching to the scope. The customer pushed the cover on firmly to the scope but did not inspect it make sure it was over the hook. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the model number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 7.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscope support specialist received an email from the geu unit director, from upmc hanover indicating the single use distal cover came off during an ercp procedure prior to the scope being completely removed from the patient. Procedure was completed with no delay. The patient coughed-up the distal end cap, it retrieved and was discarded. This complaint (B)(4) is for the evis exera iii duodenovideoscope. Complaint c23215059 is for the distal end cover.

Manufacturer narrative:
According to risk analysis, although the reported malfunction did not harm patient, but the distal cover was coughed up by patient. Device was not returned. If the device is returned for investigation or additional information becomes available, a supplemental report will be sent.